Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a battery out limit alarm on the insulin pump. Customer stated that she had lunch and a blank screen. Customer changed the battery. Customer stated that she was working when she heard the battery out limit alarm go off. Customer was advised that a replacement battery cap will be sent.